Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device after an interventional procedure. It was reported the physician had "felt resistance" and therefore had difficulty inserting the device. The physician believed the difficulty encountered was due to a "heavily scarred" groin. The arterial access was reported to be in the common femoral artery. Once the device was inserted, adequate mark was achieved. During needle deployment, one needle kinked and was stuck with the suture on the wall of the artery. It was reported the pt was taken to surgery for incision, removal of the device and a suture to repair the arteriotomy. The pt was discharged home one week later. There is no report of further adverse pt sequelae.